Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) shows error lights and communication loss for all telemetry transmitters at the central nurse's station (cns). They have tried rebooting the org and checking all connections. No patient harm was reported. Investigation conclusion: the customer reported that the multiple patient receiver (org-9110a, sn: (B)(6) showed error lights and communication loss for all telemetry transmitters at the central nurse's station (cns). Routine troubleshooting steps of rebooting the device and checking all connections did not resolve the issue. Initially, the customer planned to return the unit to nihon kohden for repair. After several follow-up attempts, the customer reported that a new device would be purchased instead. A review of the device's complaint history by serial number reveals two similar issues. In june 2024 (ticket (B)(4), the unit was returned to repair the reported issue of communication loss. The reported issue could not be duplicated during testing, and the device was returned to the customer after performing to specification. On (B)(6) 2025 (ticket (B)(4), the customer reported communication loss and requested troubleshooting help to set up a spare unit and initialize the complaint device. The device will not be returned for evaluation to establish a root cause. However, the unit has been installed at the customer facility since on july 2016. The device had already exceeded its expected usage life and may have experienced intermittent issues due to aging hardware. The customer ordered a new device as a replacement. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Central nurse's station: model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Zm telemetry transmitter(s): model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) shows error lights and communication loss for all telemetry transmitters at the central nurse's station (cns). They have tried rebooting the org and checking all connections. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) shows error lights and communication loss for all telemetry transmitters at the central nurse's station (cns). They have tried rebooting the org and checking all connections. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 08/05/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station: model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned. Zm telemetry transmitter(s): model: ni, sn: ni, device manufacturer date: ni, unique identifier (UDI) #: ni, returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) shows error lights and communication loss for all telemetry transmitters at the central nurse's station (cns). They have tried rebooting the org and checking all connections. No patient harm was reported.